Event description:
Health professional's impression: the power supply failed, capacitor blew up, burnt electronics smell and smoke caused un-due stress, time delay and concerns. They have sent us a replacement device while they investigate the other. You cannot purchase a power supply as a separate item. Device usage problem: device failed (e.g broke, couldn't get it to work or stopped working). This incident appears to be a random component failure of the power supply / light source.